Manufacturer narrative:
Date returned to manufacturing: 2/5/2024. One device was returned for evaluation. The customer's problem was confirmed during visual inspection. The device failed functional testing. The root cause of the issue is that the button pusher will not move due to contamination. During further repair analysis, it was determined that the device needs an input/output block assembly, which is no longer available. This device has not been repaired and does not meet manufacturer¿s specifications. The device will be returned unrepaired or scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the button to silence the alarm was not working. There was unknown patient involvement and unknown patient harm/adverse event reported.